Event description:
It was reported that the radio frequency programmer head was only able to intermittently connect with implanted devices. When the head was changed out the same programmer worked as expected. The head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was only able to intermittently connect with implanted devices. When the head was changed out the same programmer worked as expected. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head has intermittent telemetry; rf head cable found out of electrical specification. Rf head label is damaged (starting to come apart).